Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that since the patient had the software upgrade ((B)(6) 2016), the controller is warmer than the previous one. The patient further reported that it seems like the controller is getting warmer and states that he can still hold it with his hand but it is uncomfortable. The patient denies any irregularities with environmental temperature changes or actions which could cause an increase of the controller temperature. The controller was exchanged. There was no impact to the patient as a result of the exchange.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperature felt normal to the touch. Internal analysis of the controller did not reveal any abnormalities. Additionally, thermal readings of the controller were normal. As a result, the controller operated as expected. No failure detected; the controller met specifications heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.